Event description:
It was reported on 05/15/2000 that, "in 2000, pt underwent surgery to the right eye. On 04/04/2000, adverse reactions included hypopyon and intraocular infection requiring secondary surgical intervention. Post-opcomplications included inflammation and vitritis and endophthalmitis. A vitreous aspiration was completed and the results showed a staph epi. The corneal status immediately post-op was okay. The dr feels that the issue is very possible lens related. Follow-up is being done by a retinal surgeon. The fundoscopic examination of the right eye reveals that the media are slowly clearing. The pt's visiaul acuity is gradually improving."